Event description:
Spoke with patient and she informed me that next tuesday, (B)(6), she is getting an explant of the device. She is hoping to have it removed permanently. Her doctor turned off the device a month ago. She said that when she stopped taking opioids 7 years ago her gastroparesis started to get better. She said she hasn't been sick in 5 years. It is bothering her to know she has a machine in her body that she doesn't think she needs. She got it implanted (B)(6) 2013 or 2014. She said the device helped her, but not 100 percent. It cut down nausea and vomiting 50 percent. She is moving forward with the explant.